Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, breast mass, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5087492. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel,425cc silicone breast implants which the patient reported generalized illness (muscle weakness, fatigue, poor concentration, memory problems, brain fog, breathing problems. Heart palpitations, anxiety, depression, all over pain, freezing cold plus pins and needles sensations in my hands and feet, vision blurring, and many more), breast implant pain, lupus, and breast mass. As a result patient scheduled for removal on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 8/5/2019, after reviewing the patient codes, clinician removed patient code "breast mass", and added generalized illness. Manufacturer¿s reference number: (B)(4).